Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 120 mg/dl at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture due to being pushed into a swimming pool. Customer stated that the insulin pump was vibrating without an alarm or alert and the display went blank immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on electronics and motor assembly. No audio/vibrate anomaly noted. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.